Manufacturer narrative:
(B)(6). The reported event of loss of stimulation/high impedance was confirmed. Microscopic inspection of the return lead revealed a kink on the lead body where all internal wires were broken. The cause of the kink is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
Follow up information identified.

Event description:
Additional information received indicated to address the issue, the leads were explanted and replaced. No complications were noted during the procedure.

Event description:
Follow up information confirmed lead 3186 serial number (B)(6) was explanted and replaced on (B)(6) 2020. The patient¿s other 3186 lead serial number (B)(6) remains implanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00978. It was reported that the patient experienced ineffective therapy and has high impedances on one of their leads. As a result, surgical intervention may be pending to address the issue. Note: it is unknown which lead is liable, as such both are being reported.